Event description:
Related manufacturer report number: 2017865-2023-15913. It was reported that a patient presented to clinic for follow up. Device interrogation revealed varying low voltage impedance and oversensing on the right ventricular (rv) lead resulting in loss of pacing. The physician elected to explant and replace the rv lead. During the procedure, the patient went into ventricular tachycardia that was converted to sinus with external defibrillation. There were no patient consequences.